Event description:
Pt had a core biopsy of the left breast performed under ultrasound followed by placement of gel mark ultracor localizer device. Pt. Had unusual amount of local discomfort for 3 weeks after procedure with no evidence of infection or redness or swelling. "Ultracor" pellets were utilized for pre-op needle localization in 2003.